Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the bios battery. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting up. Upon troubleshooting, fse found that the bios battery power voltage was 1.2v and the battery died. To resolve the issue, fse replaced the battery and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.